Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was capped and replaced for suspected lead fracture as the lead impedance had continued to increase. No adverse consequences were detected.

Event description:
New information received states follow-ups in (B)(6) 2014 showed normal device function and in-range impedance measurements. The patient is feeling well and will continue to be monitored.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that for the asymptomatic patient a gradual increase in pacing lead impedance was noted. Elevated capture threshold was also observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.